Event description:
Information received from the affiliate states that vasospasm actually upon removal of the filter device. The patient is a (B)(6) female who was enrolled in the sapphire study for stenting of the carotid artery. The target lesion location was the proximal right internal carotid artery (ica). The vessel was described as severely calcified and severely tortuous. The rate of stenosis was 85%. An angioguard ((B)(4)/ lot 70712412) embolic protection device was positioned distal to the lesion and a precise ((B)(4)/ lot 15416279) stent was deployed at the lesion. It was noted that there was some difficulty tracking the epd due to the tortuosity of the vessel. The stent was successfully deployed but when the physician attempted to remove the angioguard, vasospasm occurred which was treated with intra-arterial verapamil. The procedure was successfully completed. The patient was discharged two days post procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient is a (B)(6) female who was enrolled in the (B)(6) study for stenting of the proximal right internal carotid artery (ica). The vessel was described as severely calcified and severely tortuous with an 85% stenosis. An angioguard embolic protection device was positioned distal to the lesion followed by deployment of a precise stent. It was noted that there was some difficulty tracking the angioguard due to vessel tortuousity. When the physician attempted to remove the angioguard, vasospasm occurred which was treated with intra-arterial verapamil. The procedure was successfully completed and the patient was discharged two days post procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.